Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (comamonas kerstersii) was misidentified as comamonas testosteroni. The user performed repeat testing stating that the colony morphology did not match the device result. The final result was verified using maldi. No health impact or consequence reported.